Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts in the sixth proximal row that were lifted and pulled distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent fracture occurred. A 4.00x38mm promus premier¿ stent was selected for use to treat a vessel. However, the stent strut was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. A 4.00x38mm promus premier¿ stent was selected for use to treat a vessel. However, the stent strut was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported.